Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "perceptions and experiences of adult patients with type 1 diabetes using continuous subcutaneous insulin infusion therapy: results of an online survey", 115 insulin pump-using patients completed an online survey that inquired about metabolic control, device malfunctions, and a variety of technical and insertion site adverse events. The patients all lived in quebec, canada. The 80% of patients reported improved glucose control and decreased number/severity of hypoglycemic episodes. Over the past year of insulin pump use, participants perceived no increase in anxiety/worry (84%), no negative impact on life (89%) or on time off from work/school (82%). Conversely, many experienced at least one clinical adverse event at insertion site [pain (84%), adhesion (76%), irritation (69%), lipodystrophy (45%)] and technical issues [blockage (52%), cannula kinking (50%), insulin pump stoppage (55%), air bubbles (46%)]. However, no significant association was observed between catheter wear-time and adverse events. All participants had one or more problems related to insulin pump use, although only 37% reported addressing these issues with health professionals. The study concluded that the patients positively perceived insulin pump use although they experienced a high frequency of clinical and technical aes. This warrants further attention by health professionals, investigators and manufacturers to optimize csii therapy. The authors also confirmed that medtronic was the dominant insulin pump provider in quebec, canada. No insulin pumps, reservoirs, or infusion sets were returned to the manufacturers due to the study's findings.